Event description:
It was reported that patient with this right ventricular (rv) lead experienced pain and perforation which exhibited loss of capture (loc). The lead was seen near left chest wall on computed tomography (CT). This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced pain and perforation which exhibited loss of capture (loc). The lead was seen near left chest wall on computed tomography (CT). This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: patient codes.

Event description:
It was reported that patient with this right ventricular (rv) lead experienced pain and perforation which exhibited loss of capture (loc). The lead was seen near left chest wall on computed tomography (CT). This rv lead was explanted and replaced. No additional adverse patient effects were reported.